Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 16740433. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17242147.

Event description:
It was reported that the patient experienced a lot of stimulation on the left arm. It was noted also that stimulation greatly increased and painful when pushing the ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1232 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-3400-30 ((B)(6)). The returned lead splitter was analyzed, and x-ray inspection revealed that three electrodes of the distal ends had a fractured cable right at the weld nugget. With all the available information, boston scientific concludes that the allegation of the patient experiencing painful overstimulation has been confirmed. The type of damage typically occurs when excessive tensile force is exerted onto the splitter and connector section of the splitter. Bending the distal end could also cause cable fractures in the connector section of the splitter.

Event description:
It was reported that the patient experienced a lot of stimulation on the left arm. It was noted also that stimulation greatly increased and painful when pushing the ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively.